Event description:
It was reported that during an electrophysiological (ep) study with ablation, the digital display on the generator would intermittently go blank. This was a left atrial ablation. While introducing an unknown type of bsc ep catheter connected to an (B)(4) generator, the catheter was initially recognized. The (B)(4) generator stopped recognizing the catheter. There were no error codes. At this point, the generator's digital display would sometimes go blank. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).